Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: this event occurred sometime in (B)(6) 2024. D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set back filled the line with air. The event occurred when the device was connected to the patient and the pump was started. The air filter was successfully primed with tpn (total parenteral nutrition). After the air in the tubing line was observed the infusion was stopped and the tubing was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.